Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation small oval snare was used during a polypectomy procedure in the colon. According to the complainant, during the procedure, when the device was inside the patient cautery could not be achieved. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
: Investigation results visual evaluation of the complaint device found no issues. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The complaint was not confirmed. The unit showed neither evidence of the alleged issue nor any defect which could have contributed to the reported current failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a polypectomy procedure in the colon. According to the complainant, during the procedure, when the device was inside the patient cautery could not be achieved. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.